Event description:
It was reported that during a coronary stenting treatment procedure a shaft fracture occurred.the 70% stenotic lesion was located in the right coronary artery (rca). The physician advanced an unspecified guide wire through a previously placed stent in the proximal rca and when he began to pass the 2.5x24mm liberte stent through an unspecified guide catheter it was observed that the proximal portion of the hypotube had broken in two pieces outside the body. The procedure was completed with another 2.5x24mm liberte stent. No complications were reported and the patient status is stable.

Event description:
It was reported that during a coronary stenting treatment procedure a shaft fracture occurred. The 70% stenotic lesion was located in the right coronary artery (rca). The physician advanced an unspecified guide wire through a previously placed stent in the proximal rca and when he began to pass the 2.5x24mm liberte stent through an unspecified guide catheter it was observed that the proximal portion of the hypotube had broken in two pieces outside the body. The procedure was completed with another 2.5x24mm liberte stent. No complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluation: the returned device was received in two (2) pieces. There was contrast in the inflation lumen. The hypotube was broken 21cm from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The balloon was tightly folded which is consistent of having no positive pressure applied. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).device evaluated by MFR:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).